Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the connector pin measuring 34.5cm in lead length was returned. The damage found was sustained during the surgical procedure. Analysis of the returned portion was normal. Without return of the entire lead a full analysis could not be performed.

Manufacturer narrative:
Insulation damage was found at the end of the connector piece 34.5cm from the pin, consistent with clavicle crush damage.

Event description:
It was reported that an alert for high hv lead impedance was observed on the svc coil. The svc coil was programmed off. The lead will be monitored.